Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found.

Event description:
Customer complains of high results. Customer states that he feels physically fine, denies the need for medical attention. The customer's expected blood results are 85-125mg/dl fasting. Verified test strips expire 7/31/2016. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Customer performed a back to back blood test 114mg/dl and 111mg/dl fasting. Reviewed meter memory 108mg/dl, (B)(6) 2015, 10:05:00 am, fasting:yes; 181mg/dl, (B)(6) 2015, 11:08:00 pm, fasting:yes; 47 control, (B)(6) 2099, 11:07:00 am, fasting:no. Memory concerns: 181mg/dl. Customer calling stating his meter is reading out of range for his blood glucose compare with his contour meter, customer stated that the true result is reading 10-15 points higher that the contour.